Event description:
Info received indicates the mattress ticking is worn allowing fluids into the mattress foam.

Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.